Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Correction to the asset serial number: the correct serial number is (B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: a review of the black box showed no cartridge detected warnings. The rewind, load, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed the sensor was detecting the correct force. The pump was opened, and no damage was found to the force sensor circuit.